Manufacturer narrative:
(B)(4). D11: unknown glenoid cat#ni lot#ni. Unknown humeral stem cat#ni lot#ni. H6: proposed code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event remains unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 7 months post implantation due to infection. Components were removed and a spacer was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.